Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that upon priming IV tubing, j-loop was found to not allow saline to run through gravity. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22129050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: description of event/concern: upon priming IV tubing, j-loop was found to not allow saline to run through gravity. Harm to patient or team member? No harm.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: description of event/concern: upon priming IV tubing, j-loop was found to not allow saline to run through gravity. Harm to patient or team member? No harm.